Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03048. The pt received 2 scs trial leads with different lot numbers. It was reported after post-operative programming, the scs trial lead showed high impedance. X-rays identified lead migration. The trial was ended early and the lead was removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.